Event description:
As reported to coloplast though not verified, patient implanted with virtue sling on (B)(6) /2011. Patient reported perineal pain on (B)(6) 2012 and was treated for pain management. Sling was subsequently explanted (B)(6) 2013 with no complications.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Device not returned.